Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Subsequently, the insulin gauge was inaccurate. Customer's blood glucose ranged between 175-180mg/dl. Reportedly, the customer changed the cartridge to resolve the issue.